Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.